Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.